Event description:
The customer reported hemoglobin (hgb) daily check failures on a unicel dxh 800 coulter cellular analysis system. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the hgb chamber appeared to have build up inside. The fse removed and cleaned the inside of the chamber, performed drain/fill functions, and adjusted the hgb blank voltage. The fse performed hgb blank verification with stable results. In addition, two consecutive daily checks passed. (B)(4).